Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. The customer reported that the insulin pump would shut off even the sensor was way off. The customer also reported that he received calibration error alarms and change sensor alarm. The customer's blood glucose was 410 mg/dl at the time of the incident. The customer's blood glucose was 151 mg/dl at the time of call. The customer stated that his blood glucose 89 mg/dl prior to the high blood glucose event. The sensor will not be returned for analysis.